Manufacturer narrative:
(B)(4).

Event description:
The patient reported a stabbing, constantly aching pain. It was like a toothache. The shooting pain was in the vaginal area and prevented her from sleeping. She went to her obgyn for problems with secretions/odor, irritation when going to the bathroom, and yeast infections. The obgyn thought the secretions/odor were related to the device. Stimulation was currently off and pain was confirmed to be there whether stimulation was on/off. She had gone to the hospital but could not find any leakage. This was occurring constantly. With stimulation on, the pain was worse. It was noted that she turned stimulation almost to 0 volts when driving. No trauma/falls were related. She had stopped eating meat, rice, and bread to see if that helped her symptoms. She was also using creams for yeast infection and it was noted she had not been sexually active for over a year. (B)(6), ibuprofen, and gabapentin were taken for pain without success. This had occurred gradually. Additional information received from the healthcare provider (hcp) in response to follow-up reported that the pain was in the right buttock. Anusol cream for her rectum was the intervention listed for the event. Troubleshooting led to the decision to re-site the battery pack. Relevant medical history included gastrointestinal/pelvic floor.